Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. Customer indicated that their blood glucose was high due to a foot infection. There was no further information provided by the customer or by troubleshooting.